Event description:
The pt reported that the infusion device was over delivering her basal rates and she experienced low blood glucose for two days in 2008. She stated that at 2:00pm, she began to feel restless and she ate glucose. At 3:30, she ate and bolused 5 units of insulin. The pt went to bed and woke up at 5:30pm feeling restless and her blood glucose measured 30 mg/dl. She drank 2 glasses of orange juice and 10 minutes later, her child gave her a glucose injection and she stopped using the infusion device. Later (time unk), the pt became unconscious and at 9:30pm, her children called the emergency doctor. At 10:30pm, the pt regained consciousness and was taken to the hospital. She was hospitalized on that days. After the pt was released from the hospital, her blood glucose measure 205 mg/dl and she reconnected to the infusion device at 10:00am. At 3:00pm, the pt's blood glucose measured 112 mg/dl and at 4:00, her blood glucose measured 83 gm/dl. She reduced the basal rate by 60% for 12 hours and she ate. At 4:30pm, her blood glucose measured 105 mg/dl, and at 6:00, she reduced her basal rate by 30%. At 7:15, her blood glucose measured 119 mg/dl and she ate and switched to her alternate infusion device. Her normal blood glucose level is 80-190 mg/dl. No further info is available. The infusion device was requested to be returned for eval.